Event description:
It was reported that during an unknown procedure, the surgeon used the triple layer linear cutter. The patient dropped 5-6 units of blood in the 24 hours post surgery, and the surgeon had to take the patient back to theatre to oversew the staple line. All the blood was lost into the lumen. The device was used on the blue setting. This problem was very significant, required a large transfusion and return to theatre in the (B)(6) patient. Additional information being requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.